Event description:
The hospital reported that after sterilization, it was noticed that one vh-1111 scope eye piece was cracked. It was not being used during a procedure so there was no patient involvement. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the black eye piece had a longitudinal crack along half of the inside and outside of the rim. Sent to (B)(6) on (B)(6), 2010 - complaint confirmed. Eye piece damage due to mishandling. Scope shows signs of normal wear and tear. Internal file number - (B)(4).